Manufacturer narrative:
On (B)(6) 2022, the following results were obtained from the new sample received by the customer: the patient¿s initial result from the analyzer was <0.2 iu/l. The repeat result from the alinity I was 48.16 miu/ml. The result from a rapid qualitative test was positive. The investigation is ongoing.

Event description:
There was a complaint of a questionable elecsys hcg + beta test system result for 1 patient tested with cobas e801 module serial number (B)(4). The questionable result was not reported outside the laboratory. The patient¿s sample was repeated on an alinity ci-series. The patient¿s initial result was 0.200 iu/l and was accompanied by a data flag; the repeat was 49.90 miu/ml and had a positive interpretation. A qualitative, visual test was performed and was positive. A new sample was drawn from the patient and "the same results were obtained."

Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 and met acceptance criteria with no alarms. The qc met acceptance criteria. There is no indication for a performance issue of the reagent or instrument. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found no cause for the event. The sample was repeated on both platforms to exclude a sample mismatch. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The patient sample was received for investigation. The investigation noted that the customer was able to confirm the results upon repetition. The investigation confirmed the customer's results using elecsys hcg stat and elecsys f-bhcg assays. The investigation noted that the expected increase in hcg after one week of sample drawing was not seen. The investigation did not identify any interferent against the streptavidin (sa) label. A general reagent issue could be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
In MFR report ref #1823260-2022-00379-01, h10 - addtl mfg narrative should have been: "on (B)(6)-2022, the following results were obtained from the new sample received by the customer: the result from the alinity ci-series at 9:43 am was 48.16 miu/ml. The initial result from the analyzer at 10:57 was 0.200 iu/l with a data flag. The result from a rapid qualitative test was positive. The investigation is ongoing." Instead of: "on (B)(6)2022, the following results were obtained from the new sample received by the customer: the patient¿s initial result from the analyzer was <0.2 iu/l. The repeat result from the alinity I was 48.16 miu/ml. The result from a rapid qualitative test was positive. The investigation is ongoing."